Event description:
A malfunction alarm was reported with the pump during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred. As a result, it was decided to replace the pump, which was under warranty. The customer will use multiple daily injections as a backup therapy, and they were instructed on how to put the pump into storage mode before returning it with a pre-paid label.